Event description:
Reporter alleged obtaining a blood glucose result of 598 mg/dl on her advantage system compared to the emergency medical technician (emt) measurement of 217 mg/dl when testing was performed within 5 minutes of each other. No actions were reportedly taken or treatment received based on the results. A request was made for the return of the suspect device and replacement product was sent.